Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an under-infusion with vancomycin during patient infusion in the neuroscience intensive care unit. It was programmed to infuse 500ml at the rate of 333ml/hr, at the end the pump displayed volume to be infused as 0ml while there was 100ml left in the bag. The pump was shutdown and presumably swapped out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.